Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00395203_1644408-2023-00020; 508-36-1101, s801 - device cracked/broke, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Retaining screw broken inside glenosphere.